Event description:
A journal article was reviewed that contained information regarding this device. The patient was referred to the physician due to the device beeping during a routine office visit. Interrogation of the device showed no alerts or abnormalities. The beeping was attributed to "transient electromagnetic interference (emi)." Three days later, the patient reported the beeping again. At first, the interrogation showed no abnormalities; however, the beeping was found to be associated with "intermittent suspension of therapy." Due to the concern that the device was malfunctioning, the device was replaced. The next day the patient heard four more alerts. The patient's clothing was examined and four small magnetic snaps were sewn inside the pockets within the jacket. The snaps hold the jacket's flaps down over the pectoral area. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "intermittent, erratic behaviour of an implantable cardioverter defibrillator secondary to a hidden magnetic source of interference." Europace. October 1 2011;13(10):1508-1509.